Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery for instability/dislocation". At a clinical visit on (B)(6) 2013, the patient stated that she felt her shoulder "drop" while doing passive motion exercise. The patient was diagnosed with an anterior dislocation.